Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service engineer (fse) went on-site to evaluate the suspect device. The fsr reported the display goes blank intermittently. Upon inspection, no loose connections for video, but display color has purple cast. The fse ordered a replacement front panel assembly and once the replacement part is received, will complete evaluation/repair of the suspect device. The defective part will be returned for evaluation. At this time, the carefusion failure analysis laboratory has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit has a blank screen. The customer reported the unit runs, but the screen is blank. The customer reported no patient involvement is associated with the event.